Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on patient, the cardiosave intra-aortic balloon pump (iabp) unit alarm reads needs maintenance and has power up test fail code 14.units were swapped and continued w/ therapy successfully. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11.a getinge field service engineer (fse) upon arrival confirmed reported issue, compressor fault detected "enhanced motor speed" 77 present. Replaced compressor to resolve reported issue. Calibrations, functional testing, and safety testing all passed per factory specifications.device returned to customer.the defective components were received for further investigation. Please refer to the root cause evaluation field for details.the failure analysis and testing department received the following part associated with this complaint: dtech compressor scroll this part was received with a reported unit failure message of power up test fail code 14. Performed visual inspection of this part received and found temp sensor connector was broken on compressor, however the compressor scroll looks to be in good condition for investigation with cardiosave test fixture. Installed scroll compressor into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual revision r. Performed all functional tests and passed. The fat dept. Pumped the cardiosave test fixture and did not observe power up test fail code 14. Compressor worked correctly and passed testing. Retaining compressor scroll in the fat dept. Per procedure 0002-07-d008 rev ar.the non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a